Manufacturer narrative:
(B)(4). D10 - medical devices: g7 vit e neutral lnr 32mm e; item# 30103205; lot# 65224183. G7 pps ltd acet shell 52e; item# 010000663; lot# 7289876. Tprlc 133 fp type1 pps so 7.0; item# 51-100070; lot# 7240457. G2 - foreign: the netherlands. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Contributing factors of event: pain, difficult with adl¿s, decreased rom, multiple dislocations, right hip revision due to multiple dislocation. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a dislocation approximately 15 days post right total hip arthroplasty and was corrected with a closed reduction. Subsequently, the patient experiences the second dislocation approximately 3 weeks later which was also corrected with a closed reduction. Subsequently, a revision surgery was performed approximately a month later due to recurring dislocations. Patient reports severe pain, difficulty with activities of daily living, difficulty ambulating with walker and has a limp and decreased range of motion. Attempts have been made and no further information has been provided.